Event description:
On (B)(6) 2015, the reporter contacted animas alleging a scratched display with moisture visible behind the display screen lens. The reporter indicated that the display screen could still be read safely related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the pump display screen lens was observed to be scratched and moisture was visible behind the lens. During testing, the pump display remained blank when the pump was powered on. A leak test was performed and found that the pump was leaking from the display screen. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.